Event description:
.Patient reported seroma, rupture and pain for unknown side. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ crease folding of implant: no observed creases on the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture: no observed openings on the device. As per the investigation procedure, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported unknown side seroma, rupture and pain. Healthcare professional later confirmed seroma. Patient additionally reported crease/folding of implant, anxiety, and inflammation/irritation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later confirmed seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported unknown side seroma, rupture and pain. Healthcare professional later confirmed seroma. Patient additionally reported crease/folding of implant, anxiety, and inflammation/irritation. Device has been explanted.